Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that upon interrogating the device, the hcp noticed that electrodes 3, 4, 7, 11, 12, 15 had high impedances. It was noted that the event was related to the device and implant procedure. Interventions taken included reprogramming and avoiding usage of the electrodes with high impedance. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.